Manufacturer narrative:
Resmed has requested for the device to be returned so that an investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an activox p4l oxygen concentrator caught fire. There was no patient harm or injury reported as a result of this incident.

Manufacturer narrative:
The activox device was returned to resmed for an investigation. A visual inspection confirmed the reported thermal damage to the oxygen sensor board. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was an isolated component failure within the oxygen sensor module. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an activox p4l oxygen concentrator caught fire. There was no patient harm or injury reported as a result of this incident.